Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. It was also reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm temperature issue was verified while based on the analysis, the alleged fill estimate issue battery issues could not be verified.